Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra aortic balloon pump (iabp) malfunctioned. Background of screen is bright red and the cable flickers. There was no patient involvement reported.